Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown incraft device but the catalog and lot numbers are not available. The citation is as follows : gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068. As reported the literary article by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports one access site repair for dissection of the femoral artery. The vessel was 4.8mm. The patient had no lasting complications secondary to vessel injury and repair. The product was not returned for analysis as it remains implanted. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿femoral artery dissection¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown but may have been a factor in the reported event, along with procedural factors, as the ongoing disease process associated with aortic aneurysms is usually systemic in nature and may affect other vessels. Weakened arterial walls are a known factor in the formation of aortic aneurysms and this disease process increases the risk of dissection of arterial walls systemically and especially locally to the aneurysm being treated. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the aortic bifurcate delivery system has an integrated sheath introducer along with a hemostatic valve to facilitate component exchanges during the procedure. The size of the integrated sheath introducer varies depending on the diameter of the prosthesis it contains. For prosthesis diameters of 22, 26, and 30mm, the inner diameter of the integrated sheath introducer is 13f (outer diameter of 14f). For the prostheses diameter of 34mm, the inner diameter of the integrated sheath introducer is 15f (outer diameter of 16f). The outer surface of the integrated sheath introducer has a lubricious (hydrophilic) coating at the distal end to facilitate introduction into the vasculature. Femoral access vessels should be adequate to fit the selected delivery system. A vascular surgical team should be available while the implant procedure is in progress in case a conversion to an open surgical repair is required. Expected clinical adverse events vascular access site complications occlusion/stenosis, vascular trauma, wound complications. Expected potential risks associated with the stent graft system insertion and removal difficulties.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is one of five cases involved with the same literary article and the other associated manufacturer report numbers are 9616099-2019-02652, 9616099-2019-02651, 9616099-2019-02650, 9616099-2019-02653.

Event description:
As reported the literary article by gill, h. L., doonan, r. J., altoijry, a., obrand, d. I., mackenzie, k. S., & steinmetz, o. K. (2018). Early north american experience with the incraft device. Journal of vascular surgery. Doi:10.1016/j.jvs.2018.10.068; reports one access site repair for dissection of the femoral artery. The vessel was 4.8mm. The patient had no lasting complications secondary to vessel injury and repair.